Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. Haptic and optic damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the product combination used. The root cause for the vitrectomy could not be determined. Information was provided by a facility representative that the vitrectomy was preformed prior to lens insertion. Haptic damage was observed. The root cause for the damage may be related to a failure to follow the dfu. The file indicates the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties and/or product damage. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the haptics were going in the same direction. Patient contact was made. The reporter believes the lens was flipped which caused the haptics to go in the same direction. A vitrectomy was performed. Additional information was requested.